Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain/severe and persistent pain/pelvic pain, ongoing'). In a 31-year-old female patient who had essure (batch no. Dg11552-not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time placing one of the coils/they had a hard time placing the coil on the left side" on (B)(6) 2009. The patient's medical history included: live birth in 1998 and ovarian cyst. Previously administered products, included for depression: zoloft; for hives: zyrtec. In (B)(6) 2009, the patient experienced abdominal pain lower ("horrible severe and persistent lower abdominal pain/mainly left side lower abdomen") and dyspareunia ("pain during intercourse/mainly left side lower abdomen and during sex during intercourse sharp pain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("spotting/bleeding or spotting/spotting everyday"), autoimmune disorder ("autoimmune disorder"), allergy to metals ("allergy to nickel"), rash ("rash and hives from head to toes"), urticaria ("rash and hives from head to toes"), headache ("headache"), alopecia ("hair loss"), disturbance in attention ("concentration issue"), abdominal distension ("severe bloating"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("hypersensitivity reaction"), migraine ("migraines/migraines-gradually slowed down after hysterectomy"), feeling abnormal ("feeling of being out of my head"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), stress ("emotional stress"), vaginal haemorrhage ("spotting everyday"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, hysterectomy and surgery (total laparoscopic hysterectomy bilateral salpingectomy, uterosacral colposuspension, cystourethros). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia and alopecia had resolved. The autoimmune disorder, allergy to metals, rash, headache, disturbance in attention, abdominal distension, depression, anxiety, hypersensitivity, feeling abnormal, mental disorder, stress, vaginal haemorrhage, vaginal discharge and abdominal pain outcome was unknown. And the urticaria and migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, disturbance in attention, dyspareunia, feeling abnormal, genital haemorrhage, headache, hypersensitivity, mental disorder, migraine, pelvic pain, rash, stress, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient used condoms, until essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 89.2 kg/sqm. On unspecified date, patient had performed dye test until essure confirmation test. Performed ultrasound and other testing, due to symptoms. Current weight: 140 lbs. Approximate weight at the time of essure placement: 140 lbs. Patient took steroids for hives, rashes, headaches and pain. In (B)(6) 2009, essure confirmation test: dye test was performed. 0n (B)(6) 2014, surgical pathology report: final diagnosis: uterus, cervix bilateral fallopian tubes, hysterectomy; uterus (127 grams) with proliferative endometrium and endometrial polyp. Chronic cervicitis. Bilateral fallopian tubes with no histopathologic abnormality. Gross description: there are attached bilateral fallopian tubes, each measuring approximately 6 x 0.6 cm. Located near the tubal bases are 2 coils, which are protruding from the uterus. Amendment: the report was amended for the following reason: deletion process for case (B)(4). As it was confirmed, it is duplicated of case (B)(4). No new follow-up information was received from the reporter. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pain/ pelvic pain - ongoing"), genital haemorrhage ("spotting/bleeding or spotting/ spotting everyday") and autoimmune disorder ("autoimmune disorder") in a (B)(6) female patient who had essure (batch no. Dg11552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time placing one of the coils". The patient's past medical history included live birth in 1998. Previously administered products included for depression: zoloft; for hives: zyrtec. On (B)(6) 2009, the patient had essure inserted.in (B)(6) 2009, the patient experienced abdominal pain lower ("horrible severe and persistent lower abdominal pain //mainly left side lower abdomen") and dyspareunia ("pain during intercourse/mainly left side lower abdomen and during sex during intercourse sharp pain"). On the same day, the patient experienced procedural complication ("they had a hard time placing the coil on the left side"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("allergy to nickel"), rash generalised ("rash and hives from head to toes"), urticaria ("rash and hives from head to toes"), headache ("headache"), alopecia ("hair loss"), disturbance in attention ("concentration issue"), abdominal distension ("severe bloating"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("hypersensitivity reaction"), migraine ("migraines/ migraines-gradually slowed down after hysterectomy"), feeling abnormal ("feeling of being out of my head"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), stress ("emotional stress"), vaginal haemorrhage ("spotting everyday"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen (advil) and surgery (hysterectomy in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia and alopecia had resolved, the autoimmune disorder, allergy to metals, rash generalised, headache, disturbance in attention, abdominal distension, depression, anxiety, hypersensitivity, feeling abnormal, mental disorder, stress, vaginal haemorrhage, vaginal discharge, abdominal pain and procedural complication outcome was unknown and the urticaria and migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, disturbance in attention, dyspareunia, feeling abnormal, genital haemorrhage, headache, hypersensitivity, mental disorder, migraine, pelvic pain, procedural complication, rash generalised, stress, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient used condoms until essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 89.2 kg/sqm. On unspecified date, patient had performed dye test until essure confirmation test. Performed ultrasound and other testing due to symptoms. (B)(6). Patient took steroids for hives, rashes, headaches and pain. In (B)(6) 2009, essure confirmation test dye test was performed. Most recent follow-up information incorporated above includes: on 20-apr-2018: pfs received: patient unstructured relevant tests were added. Spotting everyday, vaginal discharge, abdominal pain and they had a hard time placing the coil on the left side were added as events. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pain/ pelvic pain - ongoing"), genital haemorrhage ("spotting/bleeding or spotting/ spotting everyday") and autoimmune disorder ("autoimmune disorder") in a 31-year-old female patient who had essure (the reported batch no. Dg11552- was confirmed to be invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "they had a hard time placing the coil on the left side" on (B)(6) 2009 and device difficult to use "hard time placing one of the coils". The patient's past medical history included live birth in 1998. Previously administered products included for depression: zoloft; for hives: zyrtec. In (B)(6) 2009, the patient experienced abdominal pain lower ("horrible severe and persistent lower abdominal pain //mainly left side lower abdomen") and dyspareunia ("pain during intercourse/mainly left side lower abdomen and during sex during intercourse sharp pain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("allergy to nickel"), rash generalised ("rash and hives from head to toes"), urticaria ("rash and hives from head to toes"), headache ("headache"), alopecia ("hair loss"), disturbance in attention ("concentration issue"), abdominal distension ("severe bloating"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("hypersensitivity reaction"), migraine ("migraines/ migraines-gradually slowed down after hysterectomy"), feeling abnormal ("feeling of being out of my head"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), stress ("emotional stress"), vaginal haemorrhage ("spotting everyday"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen (advil) and surgery (hysterectomy in (B)(6) 2014). Essure was removed in november 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia and alopecia had resolved, the autoimmune disorder, allergy to metals, rash generalised, headache, disturbance in attention, abdominal distension, depression, anxiety, hypersensitivity, feeling abnormal, mental disorder, stress, vaginal haemorrhage, vaginal discharge and abdominal pain outcome was unknown and the urticaria and migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, disturbance in attention, dyspareunia, feeling abnormal, genital haemorrhage, headache, hypersensitivity, mental disorder, migraine, pelvic pain, rash generalised, stress, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient used condoms until essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 89.2 kg/sqm. On unspecified date, patient had performed dye test until essure confirmation test. Performed ultrasound and other testing due to symptoms. Current weight: 140 lbs. Approximate weight at the time of essure placement: 140ibs patient took steroids for hives, rashes, headaches and pain. In (B)(6) 2009, essure confirmation test dye test was performed. Most recent follow-up information incorporated above includes: on 4-jun-2018: quality group confirmed: reported lot number dg11552 is invalid. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pain/ pelvic pain - ongoing"), genital haemorrhage ("spotting/bleeding or spotting/ spotting everyday") and autoimmune disorder ("autoimmune disorder") in a 31-year-old female patient who had essure (batch no. D611552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time placing one of the coils / they had a hard time placing the coil on the left side" on (B)(6) 2009. The patient's past medical history included live birth in 1998. Previously administered products included for depression: zoloft; for hives: zyrtec. In (B)(6) 2009, the patient experienced abdominal pain lower ("horrible severe and persistent lower abdominal pain //mainly left side lower abdomen") and dyspareunia ("pain during intercourse/mainly left side lower abdomen and during sex during intercourse sharp pain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("allergy to nickel"), rash generalised ("rash and hives from head to toes"), urticaria ("rash and hives from head to toes"), headache ("headache"), alopecia ("hair loss"), disturbance in attention ("concentration issue"), abdominal distension ("severe bloating"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("hypersensitivity reaction"), migraine ("migraines/ migraines-gradually slowed down after hysterectomy"), feeling abnormal ("feeling of being out of my head"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), stress ("emotional stress"), vaginal haemorrhage ("spotting everyday"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen (advil) and surgery (total laparoscopic hysterectomy bilateral salpingectomy; uterosacral colposuspension, cystourethros). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia and alopecia had resolved, the autoimmune disorder, allergy to metals, rash generalised, headache, disturbance in attention, abdominal distension, depression, anxiety, hypersensitivity, feeling abnormal, mental disorder, stress, vaginal haemorrhage, vaginal discharge and abdominal pain outcome was unknown and the urticaria and migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, disturbance in attention, dyspareunia, feeling abnormal, genital haemorrhage, headache, hypersensitivity, mental disorder, migraine, pelvic pain, rash generalised, stress, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient used condoms until essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 89.2 kg/sqm. On unspecified date, patient had performed dye test until essure confirmation test. Performed ultrasound and other testing due to symptoms. Current weight: 140 lbs. Approximate weight at the time of essure placement: 140ibs patient took steroids for hives, rashes, headaches and pain. In (B)(6) 2009, essure confirmation test dye test was performed. (B)(6) 2014, surgical pathology report: final diagnosis: uterus, cervix bilateral fallopian tubes, hysterectomy: uterus (127 grams) with proliferative endometrium and endometrial polyp. Chronic cervicitis. Bilateral fallopian tubes with no histopathologic abnormality. Gross description: there are attached bilateral fallopian tubes; each measuring approximately 6 x 0.6 cm. Located near the tubal bases are 2 coils which are protruding from the uterus most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.